Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) was returned and evaluated at zoll manufacturing corporation. Belt sn (B)(4) was not able to be recovered from the field. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the monitor. Device manufacture date: monitor sn (B)(4): 12/08/2014 - reuse. Electrode belt sn (B)(4): 02/10/2015 - reuse.

Event description:
A us distributor contacted zoll to report that a patient passed away wearing the lifevest. It was reported that the patient was at home and not conscious at the time of the event. The patient's friend was present, and ems responded with unsuccessful resuscitation attempts. Review of the downloaded data revealed that the patient experienced an appropriate defibrillation event on (B)(6) 2015. A 150j shock was delivered during ventricular fibrillation. The rhythm after the shock was asystole for 21 seconds, transitioning to an idioventricular rhythm at 85 beats per minute (bpm). An inappropriate treatment was then delivered with a post shock rhythm of severe bradycardia at 20 bpm. The patient then transitioned to asystole with intermittent cardiac activity. Five additional treatments were delivered during asysotle. Asystole is considered a non-treatable rhythm. The post shock rhythm of the last five treatments was asystole. Intermittent cardiac activity and oversensing a small cardiac signal contributed to the false detections. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The patient passed away on (B)(6) 2015.